Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose readings of 440 mg/dl and thought he did not get a bolus; treated with manual injection. Customer's blood glucose reading at time of call was 197 mg/dl. Customer declined to troubleshoot the insulin pump and stated they most likely forgot to bolus after a meal. Nothing was replaced or returned.